Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer will reset the pump and resume insulin therapy. There was no adverse impact on the customer¿s blood glucose level.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.